Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified concentration of phenylephrine, at an unspecified rate, via a symbiq pump. The tubing set was connected to a nexiva closed IV catheter system. After two minutes in use, the nurse noted leakage from the connection of the tubing set and nexiva closed IV catheter system. It was reported that 10ml of blood loss was noted. The tubing set was replaced and the therapy was resumed 10 minutes later. There was no reported adverse patient effects. The customer contact reported the patient's clinical status was reported as stable and remained stable. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).